Event description:
Rash. I have been using the dexcom g6 sensor for 1 year. Recently they changed their adhesive formula. Around 2 weeks ago when I took the adhesive and transmitter off of my skin, I was left with a chemical like burn with blistering and puss, which has still not completely healed. Since then I have used two more sensors, and the same thing has happened. I tried using skin barriers and placing medical tape between my skin and the adhesive, but it has not helped. I have had to stop using the product although it is vital for my diabetes care. FDA safety report ID #: (B)(4).